Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead displayed oversensing of artifact on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: ddbc3d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2018. Model: 672625, adaptor, implanted: (B)(6)2003. Model: 5866-38m, adaptor, implanted: (B)(6) 2003. Model: 4965-35, lead, implanted: (B)(6) 2002. Model: 4965-35, lead, implanted: (b)(5) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.